Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported " left axillary lymph nodes with silicone infiltration seen on MRI","silicone infiltration are observed","hypoxemic tumors are observed", and "the left with intracapsular rupture data." Device remains implanted.

Event description:
Device has been explanted and replaced.